Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 21st distal stent segments with struts raised. Slight deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. (B)(4). Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a endeavor resolute drug eluting stent to treat a severely calcified and moderately tortuous lesion in the mid diagonal branch with 90% stenosis. There was no damage noted to packaging. There were no issues when removing the device from the hoop/tray. Negative prep was performed with no issues. The device was inspected. No issues were noted. The lesion was pre-dilated. No abnormalities were noted in relation to anatomy. The physician observed that the device had difficulty in crossing the lesion. Resistance was noted while advancing the device to the lesion and no excessive force was used. It was reported that the lesion was left untreated. The patient is alive with no injuries. The patient is stable.